Event description:
Patient had out-patient laparoscopic cholecystectomy, was seen by surgeon for post-op follow-up at which time patient c/o,complaint of, numbness and tingling at site of grounding pad used during surgery.